Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the implantable neurostimulator (ins) was removed due to the occurrence of an infection. No other information was reported. Additional information has been requested regarding the event date, cause, intervention, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.